Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing a continuous pain in the cervical area described as sharp, aching and tight. The patient will undergo an explant of the cervical spinal cord stimulator.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing a continuous pain in the cervical area described as sharp, aching and tight. The patient will undergo an explant of the cervical spinal cord stimulator.